Manufacturer narrative:
(B)(4). The customer provided one photo for evaluation. Visual inspection of the photo confirmed the distal luer hub had become separated from the extension line. Only the luer hub was displayed in the customer photo. The customer also returned one green luer hub with a luer adapter attached. The customer did not return the rest of the catheter. Visual inspection revealed remains of the distal extension line were present in the luer hub. The inner diameter of the distal lumen measured to be 1.4732 mm which is within specifications of 1.42-1.50 mm per product drawing. The returned catheter was not able to be functionally tested due to the damage. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The customer report of an extension line/luer hub separation was confirmed by complaint investigation of the returned sample. The distal luer was separated and contained remnants of the extrusion within the hub. The sample passed all relevant dimensional inspections, and a device history record review was performed with no relevant findings. Based on the sample received, a root cause could not be determined without the rest of the catheter returned for analysis. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the luer hub was found separated during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the luer hub was found separated during patient use. No patient harm reported. The patient's condition is reported as fine.